Event description:
It was reported a temperature alarm occurred while the customer was not exposed to extreme temperatures. There was no reported impact to the customer's blood glucose level. The customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.